Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a patient experienced a pericardial effusion. During a farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. The procedure was completed unremarkably. Approximately 1.5 hours after the procedure, a pericardial effusion was observed in the intrapericardial region of the patient anatomy. A pericardiocentesis was performed, and the patient was transferred to the intensive care unit (ICU). The patient had pre-existing cardiovascular disease prior to the procedure. After being transferred from the ICU back to the arrhythmia center, a follow-up echocardiogram showed no obvious fluid-filled areas within the pericardial cavity. Symptoms of pericardial effusion had resolved, and there were no residual effects. The patient was discharged on (B)(6) 2026.